Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was broken and the patient experienced a sudden onset of pain. The surgeon believes this may be attributed to non-union.

Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the nail confirmed the reported failure mode. It was also reported by the hospital that the nail broke due to improper union with the bone. Broken nails are a known issue and can happen when the implanted nail is subjected to undue stress owing to factors such as patient activities, fall, etc. The work order was reviewed and the device had passed all quality inspections prior to being shipped. Device records review: review of the device history record for the nail confirmed that it met all of the required quality inspections prior to release.